Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer contacted philips requesting bench repair service for their device. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.